Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal of the posterior descending right coronary artery (rca). A 16x2.25 promus premier drug eluting stent was advanced but failed to cross the lesion. Attempts were made with a support device, but resistance was encountered and the device was removed from the patient. After removal, the edge of the stent was found lifted. The procedure was completed with a 20x2.25 promus premier stent. No patient complications were reported and the patient's status was good.